Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator went into backup vvi mode. No intervention was performed. The patient was in stable condition and will continue to be monitored.